Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced after 38 months of implant duration due to normal battery depletion. Upon receipt at guidant's reliability assurance laboratory, preliminary testing revealed that the device fell short of longevity expectations, provided actual clinical use.